Manufacturer narrative:
The internal identifier for this report is (B)(4). Note: beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: no parts were returned to the manufacturer for physical evaluation. The au5800 clinical chemistry analyzer was evaluated at the user facility by a beckman coulter field service engineer (fse). Instrument functional checks were performed which identified a jump in the ion-selective electrode (ise) results for potassium (k) and chlorine (cl) on both modules. The service documentation revealed that the fse replaced the four (4) buffer valves which resolved the issue. Following the service activity, the instrument was restored to full functionality. The investigation into the cause of the reported problem was able to confirm the failure mode. The fse identified a jump in the ise results for potassium (k) and chlorine (cl). Therefore, the complaint event was confirmed.

Event description:
The complainant reported that the instrument experienced a jump in the ion-selective electrode (ise) results for potassium (k) and chlorine (cl). There was no report of patient results released from the laboratory. No patient consequences or adverse patient effects were reported as a result of this event. No calibration data was supplied for this incident. The complaint device was available for evaluation.